Event description:
It was reported that the incident happened during a laparoscopic surgery in the surgery room. During the intervention the bag tore. The content of the bag spilled into the abdominal cavity. Clinical consequence: insertion of trocars and perform the laparoscopic again to recover the part that went into the cavity. Use of a second bag and enlargement of the incision. So, there was an increase of surgical time and a risk of contamination. The device was discarded. The pieces and specimen were recovered with a second bag but this second bag tore also and liquid went out in the patient during the extraction of the bag. We do not know the consequence as we do not know if this liquid that went out via the hole of the second bag was or was not cancerous. The staff had to increase the hole to make sure this second bag could be properly removed. The incident happened during the extraction via the abdomen wall, the trocar had been previously removed. The device was discarded.

Manufacturer narrative:
Qn#(B)(4). Customer complaint regarding memobag product was reported. As the lot number of the defective product was not reported, the ohr review was not completed. The reported defect cannot be confirmed because the defective device was not returned for examination. IFU 940268-000000 says that large tissue specimens may need to be cut into smaller pieces for removal. Furthermore, it says that the memobag is removing through the trocar incision side. If the contents of the memobag are too larger to pass through the trocar incision, the incision may need to be enlarged to facilitate removal of the memobag. IFU says that the care should be taken at all times to avoid contact of the bag with sharp instruments , cutting devices, morcellators, electrocautery or laser delivery devices. In the event , that one of above issues is not fulfilled, the complained defect (broken bag) can be caused. The root cause of this complaint cannot be clearly determined because of unavailable defective device and lack of information about reported defect. Root cause was determined same as in complaint (B)(4) (reference from customer). As the root cause of this complaint was not determined, no corrective/preventive actions in production are deemed necessary to introduce.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the incident happened during a laparoscopic surgery in the surgery room. During the intervention the bag tore. The content of the bag spilled into the abdominal cavity. Clinical consequence: insertion of trocars and perform the laparoscopic again to recover the part that went into the cavity. Use of a second bag and enlargement of the incision. So, there was an increase of surgical time and a risk of contamination. The device was discarded. The pieces and specimen were recovered with a second bag but this second bag tore also and liquid went out in the patient during the extraction of the bag. We do not know the consequence as we do not know if this liquid that went out via the hole of the second bag was or was not cancerous. The staff had to increase the hole to make sure this second bag could be properly removed. The incident happened during the extraction via the abdomen wall, the trocar had been previously removed. The device was discarded.